Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation of the call. The patient claimed that the meter was reading inaccurately at 8:30pm on (B)(6) 2018, when he obtained alleged inaccurately erratic blood glucose results of ¿184 and 39 mg/dl¿, performed more than 20 minutes apart. (The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy). The patient manages his diabetes with levemir and humalog insulin (no adjustments). He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that between 11:30pm and midnight on (B)(6) 2018, he ¿passed out¿. He stated that his wife treated him with "two spoons of sugar, fruit, a peanut butter sandwich and milk¿. He denied using any other device to check his blood glucose levels. At the time of troubleshooting, the cca noted that the meter was set to the correct unit of measure and the blood samples had been taken from the same, approved, sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Passed out, after obtaining alleged inaccurately erratic blood glucose results on the subject meter.